Event description:
It was reported, the patient never had therapeutic effect. The patient noted no difference at night since having the implant. It was stated, the patient tried different programs and they had worked during the day, but not at night. The patient would experience a decrease in therapeutic benefit during the nighttime. It was indicated the patient would get up a minimum of five times a night. When the patient would get up, they would have no urge and was dripping. Additional information received in (B)(6) 2013 reported the patient was still having concerns regarding their device or therapy, but was working with their healthcare professional (hcp). It was noted, the patient had an appointment with their hcp in (B)(6) 2013. Additional information received in (B)(6) 2012 reported that the patient was unable to control urine and would wet herself before getting to the bathroom. The patient did notify a healthcare provider (hcp) about the issue, but the patient was out of town (limited help). The patient was told to turn stimulation off until she could see her follow up physician. When the patient met with the manufacturer representative told the patient that the lead wire had moved and was unable to reprogram. The patient had a revision surgery to reposition the lead. Now, the patient was able to decrease the amount of times she had to go to the bathroom at night. The patient was currently on program 1 at 1.9 volts and felt comfortable, strong stimulation. The patient then switched to program 2 at 1.0 volts and felt comfortable, strong stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28 lot# va045ul, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28 lot# va045ul, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient has had nothing but problems. The patient was dissatisfied with their manufacturer representative's service. It was noted that the manufacturer representative spoke too technical and the patient had manufacturer representative to ask to repeat in "lamen's terms". The patient states dissatisfaction with their healthcare provider service. The patient never had therapeutic effect. The patient noted after implant they was not getting relief. The patient went through a year of frustration and crying and their healthcare provider gave the patient valium because they was so frustrated and the patient got up at night and urinated all over herself. The patient noted for a year they couldn't go anywhere and had no relief the first year. The patient tried different programs and was told on the phone to give it time but in the meantime the patient wasn't going anywhere or doing anything which made the situation worse many times. The patient said in the middle of the night they could not make it 15 feet to the bathroom, the patient would have urine running down their leg and would have to clean herself and the floor. The patient was too old for this and was expecting better results. The patient couldn't go outside, they was having problems, the patient can't stress enough the problems she was having. A burning sensation was reported. The patient said in the summer the healthcare provider put stimulator on and it was "borning" at points and the patient would have to turn stimulator off for a week then try to turn it on and the patient still felt burning. The patient's manufacturer representative told the patient it was the lead. The patient said the burning stopped when they "adjusted the position" but the patient had no relief and turned the stimulator off from about august to october. The patient could see herself having to wear a diaper for the rest of their life and the patient was very mobile, likes to get up and go out. The patient doesn't want to be a fossil. The patient reports a shocking or jolting sensation. The patient said in october when the manufacturer representative was checking the stimulator, the patient was "almost electrocuted" the manufacturer representative told the patient a lead wire was off. The patient asked for lamen's terms. The patient had a lead revision surgery. The patient's healthcare provider told the patient they must have had a fall. The patient denies any falls. The patient had leads replaced in november 2013 (mid-november). It was reported two weeks ago the healthcare provider changed the "fluttering" to the other side of the patient's body (reprogramming not surgery) and it's helped better than it ever was. The patient said there was still a little drop but the urgency wasn't as bad and it's very promising, the patient said they was going back tomorrow. The patient's healthcare provider told the patient if "this" doesn't work they will try something else, like the sphincter muscle.

Event description:
Additional information received reported that the patient was told not to call the manufacturer representative. The patient had received assistance from patient services. It was also stated that the manufacturer representative did not take the time to show the patient how to use the equipment. When the patient talked to her doctor, she was directed to call the manufacturer representative.